Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and an inaccurate fill estimate. During troubleshooting for the occlusion, the cause could not be determined and the customer declined tandem technical support's offer to assist with reloading the cartridge. Blood glucose ranged from 63 to 300 mg/dl.